Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all key contacts. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was intact. The contrast button was intermittently unresponsive and the contrast, up and down keys responded appropriately. Evaluation revealed contamination was found under all key contacts and the up and down contacts were found to be misaligned.